Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The patient was treated with an unknown antibiotic (dose, route, frequency, and duration not reported) for peritonitis. The cause of the peritonitis was unknown. The patient's caregiver reported that the patient had recovered from their peritonitis. Action taken with therapy was not reported. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).